Manufacturer narrative:
Device passed the displacement test, sleep current test and active current test. Blank display not confirmed. Device failed the self test due to no vibration caused by moisture damage on the harness assembly vibrator. Moisture damage was also found on the electronic assembly. No pump error 63 alarms noted during testing and were not found in the formatted history file.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display did not returned after ensuring that the battery was securely fastened and battery slot was aligned horizontally with insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.